Event description:
It was reported that the patient has pain. He can't touch the area around his hip due to pain.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.